Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a 3100 delta p panel meter assembly, and evaluated the device. An evaluation of the component did not duplicate the reported issue and found that the device functioned normally.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.in the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the segments on the panel meter on the ventilator intermittently go out. There was no patient involvement associated with the reported issue.